Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, an unspecified number of low false positive norovirus and rotovirus patient results were obtained. Low positive samples were retested and were negative. There was no report of patient impact.